Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned and analyzed. Analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant medical products: product ID: 4076-45, lead implanted: (B)(6) 2006. Product ID: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had high pace/sense impedance and a fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.